Event description:
Attorney alleges plaintiff has developed breast hardening, aches and pains, lump/granuloma in left breast, psychological effects/problems (distress and anxiety), leakage and removal of lump.